Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to being discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: item # unknown, unknown cup, lot # unknown.

Event description:
It was reported that during a total hip arthroplasty, the head of the screw fractured during insertion into the acetabulum. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total hip arthroplasty, the head of the screw fractured during insertion into the acetabulum. No adverse events have been reported as a result of the malfunction. The screw was left implanted in the patient, as it was already almost fully seated prior to the screw head fracturing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was identified an internal software error produced and submitted an invalid d2 device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.